Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper pressure sensor due to 240.4150 error. Replaced u1,u2 on display board dim segment, replaced air in line, bezel assembly, rear case, iui right, iui left. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/23/2016 to the present date 10/24/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 (B)(4) for out of calibration which does not correlate to the customer reported issue.

Event description:
It was reported that the device experienced error code 240.4150.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device experienced error code 240.4150.